Manufacturer narrative:
Device evaluation of monitor sn: (B)(4) has been completed. The reported problem (patient death) has been confirmed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. There is no indication that the device malfunction caused or contributed to the patient death. The root cause for the open resistor could not be positively identified. Device evaluation of belt sn: (B)(4) has been completed.  The reported problem (patient death) was confirmed.  During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality.  There is no indication of a product malfunction. Correction: event was analyzed. Device was returned for evaluation. Device manufacture date: monitor: 07/18/2014. Belt: 02/21/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2018. The patient was at home and with his wife at the time of passing. It was reported that the patient was not alert when the alarms began, but his wife woke him up and the patient pressed the response buttons. Review of the download data, indicates the patient received six appropriate treatment shocks and one additional shock in response to non-sustained ventricular tachycardia. Per clinical review of the ECG data, the device started up at 16:29:09 on (B)(6) 2019. The patient was treated while in vf at 20:32:15. The patient's post shock rhythm was sinus bradycardia at 40 bpm with bbb and pvc's. The patient received a second treatment at 20:35:36, while the patient was in vt at 270 bpm. The patient's post shock rhythm was a sinus rhythm at 90 bpm with nsvt degrading into vt at 170 bpm. The response buttons were pressed from 20:35:59 to 20:38:25. It is unclear who was pressing the response buttons. The patient received a third treatment at 20:39:11, while the patient was in vt at 210 bpm. The patient's post shock rhythm was sinus bradycardia at 40 bpm degrading to nsvt and motion artifact. The patient received a fourth treatment at 20:39:52, while the patient was in vt at 240 bpm with motion artifact. The patient's post shock rhythm was nsvt at 250 bpm. The patient received a fifth treatment at 20:40:26, while the patient was in nsvt at 220 bpm with motion artifact. The patient's post shock rhythm was nsvt at 220 bpm with motion artifact. The patient received a sixth treatment at 20:40:54, while the patient was in vt at 200 bpm with motion artifact. The patient's post shock rhythm was vt at 220 bpm with motion artifact. The patient received a seventh treatment at 20:41:26, while the patient was in vf. The patient's post shock rhythm was vf. The device detects a non-treatable rhythm at 20:46:08. The patient was in vf with CPR/motion artifact and variable amplitudes transitioning to an idioventricular rhythm at 90 bpm from approximately 20:41:26 until the electrode belt was disconnected at 21:36:45 on (B)(6) 2019. The patient passed away on (B)(6) 2019 at the hospital.